Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 08/21/2015, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: review of the black box data and download history revealed records of ¿pump not primed¿ warnings where the force readings did not reach zero. On investigation, rewind, load cartridge and prime steps were successfully performed without alarm. The force sensor calibration test revealed the force sensor was sensing force correctly. The pump was exercised for 24 hours without the occurrence of loss of prime. The pump was opened for investigation and did not reveal and damage, defect or contamination of the force sensor unit. Investigation did not duplicate a prime issue.